Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the 8mm monopolar curved scissors (mcs) instrument wrist control was lost by the surgeon. When the operating room team de-installed the instrument from the universal surgical manipulator (usm), and removed the tip cover, they noticed that the cords were broken. No fragment fell into the patient. A backup da vinci instrument of the same kind was used. The procedure was completed with no patient harm, adverse outcome or injury with no delay. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and while the surgeon was attempting to manipulate instruments from the surgeon console. The instrument was able to move but the wrists were not able to articulate. The movements of the surgeon scaled appropriately to the instrument. The movements of the instrument¿s wrists were chaotic, not as the surgeon console intended. The timing of instrument movement was appropriate. There were no shakiness and/or friction experienced/observed. There was no instrument-to-instrument arm-to-arm interference during the procedure. There was no external collision with anything during the procedure.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Due to cable breakage, functional tests of the the 8mm monopolar curved scissors instrument were unable to be performed.

Event description:
Refer to h11 for follow-up information.